Event description:
It was reported by dealer that locking cylinder ruptured and caused either grease or oil to come out and now suspension is stiff on the tdxsp-cg power chair. Dealer advised not sure if one or both cylinders are affected. Dealer could not provide any further information.